Event description:
It was reported that a pump was "broke."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Review of the device history log shows multiple system error 345 alarms, however, during the eval, no system error 345 alarms were observed. A system error 345 occurs when the temp reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions. The date of event is unk.